Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The supplied item is at fault as the breathing filter was found to be loosed. DHR review was done, no issues related to the original complaint were found., corrected data: corrected UDI information.

Event description:
It was reported that during the pre-use check, the customer noticed the breathing filter got easily detached. No patient injury.